Event description:
During maintenance flushing, using 10 ml syringe, the pt felt that something was wrong. It was discovered that the skin had swollen at one place.the planned chemotherapy infusion was cancelled. The catheter component of the system was removed and a new catheter was attached to the in-situ portal.